Event description:
The report is from the sapphire study. The patient was a male, with a history of hypertension and tia. The target lesion was left carotid. The lesion was 20mm in length and 6mm in diameter. Pre-procedure stenosis was 75%. The vessel was mildly calcified, mildly tortuous, and ulcerated. The lesion was pre-dilated. A precise rx 7 x 40 was deployed at the target lesion. An angioguard was successfully deployed and retrieved. The patient was discharged the following day. Five days post-procedure, the patient had a sudden onset ischemic stroke with right side hemiparesis. The patient had a partial recovery with minor residual. He had cta and MRI which states left common artery occlusion. This patient also had a history of radiation to the side.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.